Event description:
It was reported that a patient experienced possible peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event and discharged after four days. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for the peritonitis. Dialysis therapy was ongoing. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.